Event description:
Coopervision was made aware of a pt that went to the hospital for a corneal ulcer. No clinical information was received nor lenses returned for eval. This information is unconfirmed. This report is filed with an abundance of caution.

Manufacturer narrative:
No lenses have been returned for eval. The association between coopervision lenses and the incident is unconfirmed.